Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body, the sensor wire was missing. The patient's father stated that the transmitter was removed prior to removing the sensor pod. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available. The complaint device was not returned for investigation. It was reported the transmitter was removed prior to removing the sensor pod from the patient's body. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user guide states under information for the end of a sensor session: do not remove the transmitter from the sensor pod while the pod is attached to your skin. However, the reported event cannot be confirmed and a root cause cannot be determined.